Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes foreign matter "glass was discovered in the tube. The following information was provided by the initial reporter: customer received a tube with glass inside of it. None of the tubes in the box were broken, so they are assuming it shipped out like this.

Manufacturer narrative:
H.6 investigation summary: material #: 366430. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The foreign matter appears to be a piece of glass. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes foreign matter "glass was discovered in the tube. The following information was provided by the initial reporter: customer received a tube with glass inside of it. None of the tubes in the box were broken, so they are assuming it shipped out like this.